Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was interrogated prior to implant and was noted to be operating in safety mode. This device was not used in the patient and was returned for analysis. There was no patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination confirmed the device remained in the sealed box. Interrogation of the crt-p verified it was operating in safety mode and had moved to safety mode appropriately, after detecting three errors in february, 2025. Additionally, a long telemetry session had been recorded the day before the device moved to safety mode. Functional testing was completed and the device paced and sensed appropriately. The device was moved from safety mode to primary operation. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested again. Impedance testing was completed and all measurements were within normal limits. The device did not revert to safety mode again and no device issues were identified that would have caused the initial reversion to safety mode. Analysis was unable to confirm the root cause of the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode during a pre implant interrogation. This device was not used in the patient. The device has been returned for analysis. No patient involvement.